Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure the physician noticed there was a "deviation" between electrodes #0 and #1. The lead was not implanted and a new lead was then used without further incident. There were no patient injuries reported. See also manufacturer report #6000153-2011-03003.